Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the two stations were kept freezing during operation. The technical support specialist turned off usb power saving options from all usb devices and checked station db. No errors. Checked the station logs and re-synced station with server through station application gui and rebooted the stations. There were no crashes, but many entries and login attempts showed bio-ID timeouts. The bio-ID drivers were confirmed to be up to date. The field service engineer (fse) confirmed that stations had not locked up or frozen for three consecutive days after following up with customer. The fse continued monitoring, and the issue appeared to be resolved on its own. The system functioned as intended after the technical support specialist and field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es two stations were kept freezing during operation. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es two stations were kept freezing during operation. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.